Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected. Both cylinders had damage consistent with explant. These damages were considered secondary failures. The ams 700 momentary squeeze (ms) pump was visually and functionally tested and performed within specification. Product analysis is unable to confirm the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient underwent the revision because the pump did not seem to be working correctly. During the procedure,the doctor freed up the capsule around the pump and added 20 cc to the reservoir to bring 80 cc to 100 cc. No components were explanted. The patient had a good outcome with a functioning device. Additional information received. The patient met with his physician and local sales representative due to his inflatable penile prosthesis (ipp) is not working. The patient and physician were both unable to inflate his device. The pump would stay hard regardless of resets. It is assumed that there is an unknown product defect with the patient's device. The patient is working to schedule a revision surgery to replace his ipp device. It was further reported that the explant procedure of this device was performed on (B)(6) 2020. Upon removal, one of the cylinders was filled with blood (doctor cut it open to look inside and see). The reservoir and pump looked to be in good condition.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient underwent the revision because the pump did not seem to be working correctly. During the procedure,the doctor freed up the capsule around the pump and added 20 cc to the reservoir to bring 80 cc to 100 cc. No components were explanted. The patient had a good outcome with a functioning device. Additional information received. The patient met with his physician and local sales representative due to his inflatable penile prosthesis (ipp) is not working. The patient and physician were both unable to inflate his device. The pump would stay hard regardless of resets. It is assumed that there is an unknown product defect with the patient's device. The patient is working to schedule a revision surgery to replace his ipp device. It was further reported that the explant procedure of this device was performed on 05feb2020. Upon removal, one of the cylinders was filled with blood (doctor cut it open to look inside and see). The reservoir and pump looked to be in good condition.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient underwent the revision because the pump did not seem to be working correctly. During the procedure, the doctor freed up the capsule around the pump and added 20 cc to the reservoir to bring 80 cc to 100 cc. No components were explanted. The patient had a good outcome with a functioning device. Additional information received. The patient met with his physician and local sales representative due to his inflatable penile prosthesis (ipp) is not working. The patient and physician were both unable to inflate his device. The pump would stay hard regardless of resets. It is assumed that there is an unknown product defect with the patient's device. The patient is working to schedule a revision surgery to replace his ipp device.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected. Both cylinders had damage consistent with explant. These damages were considered secondary failures. The ams 700 momentary squeeze (ms) pump was visually and functionally tested and performed within specification. Product analysis is unable to confirm the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump did not seem to be working correctly. During the procedure, the doctor freed up the capsule around the pump and added 20 cc to the reservoir to bring 80 cc to 100 cc. No components were explanted. The patient had a good outcome with a functioning device. It was further reported that the patient met with his physician and local sales representative due to his inflatable penile prosthesis (ipp) is not working. The patient and physician were both unable to inflate his device. The pump would stay hard regardless of resets. It was assumed that there is an unknown product defect with the patient's device. Then, a explant procedure of this device was performed. Upon removal, one of the cylinders was filled with blood (doctor cut it open to look inside and see). The reservoir and pump looked to be in good condition. The device was much smaller, the patient lost 4 cm of length. The patient underwent a procedure on (B)(6) 200 to reimplant a new ipp. There were no further patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient underwent the revision because the pump did not seem to be working correctly. During the procedure, the doctor freed up the capsule around the pump and added 20 cc to the reservoir to bring 80 cc to 100 cc. No components were explanted. The patient had a good outcome with a functioning device.